Event description:
It was reported that during an unspecified surgical procedure, it was observed that the compact speed reducer device had a bent pin. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a bent driveshaft. Therefore, the reported condition was confirmed. It was determined that this was due to allowing the driveshaft to come in contact with a hard object or not using the protective cap. The assignable root cause was determined to be due to misuse / abuse and possibly user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.